Manufacturer narrative:
One cadd cassette reservoir were returned for analysis. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. The sample was connected to the cadd legacy plus to look for unusual functions. The sample was fully priming and connected without difficulty, the pump was set running no alarm was activated. Accuracy test was reviewed in three (3) units, in order to verify that no alarms were activated; no discrepancies were found. A review of the production floor was conducted, a sample of 32 units were taken in order to verify for occlusions, kinked tubing and that the bags were correctly placed; no discrepancies were detected. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and the alarm was not activated.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir exhibited alarm for four hours. The reporter also indicated that the pump was changed but the same problem occurred. Subsequently, new cassette was used. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.